Manufacturer narrative:
The pump was received with blank display due to moisture damage on the lcd board. The pump was unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, and prime test, due to blank display. The pump was unable to confirm frozen screen and unresponsive buttons due to blank display. The pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had frozen screen and unresponsive buttons. The customer's blood glucose level at the time of incident was 77mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.